Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event that the ipg could not be charged was not confirmed and was not duplicated during analysis. After the device was sufficiently charged, it communicated with a lab clinician programmer and was functionally tested on the automated test equipment (ate). All testing passed. The ipg diagnostic logs were downloaded. The device exhibited normal communication.